Event description:
Related manufacturer report number: 2017865-2023-16161 it was reported that the patient was not dependent on the device for normal function. It was noted that noise resulting in oversensing was observed on the right atrial (ra) and right ventricular (rv) leads. The ra and rv leads were being monitored. The patient was not pacing dependent, was stable and experienced no consequences.